Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend or retract properly. The ra lead had to be repositioned multiple times due to poor sensing and high pacing thresholds. After finding a suitable location, the ra lead exhibited a high pacing impedance measurement of greater than 3000 ohms when it was connected to the device. The ra lead was removed from the device and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.